Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "sensor ended" message on the same day of applying the adc freestyle libre sensor. Customer further reported experiencing symptoms of blurry vision and increased thirst, and self-presented to a doctor on (B)(6) 2019 in order to get her blood glucose level tested. The hcp diagnosed the customer with hyperglycemia and administered insulin (type/dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor ended" message on the same day of applying the adc freestyle libre sensor. Customer further reported experiencing symptoms of blurry vision and increased thirst, and self-presented to a doctor on (B)(6) 2019 in order to get her blood glucose level tested. The hcp diagnosed the customer with hyperglycemia and administered insulin (type / dose unknown). There was no report of death or permanent impairment associated with this event.